Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate compartment and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 400 cc's. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.